Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010188, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010188 was manufactured according to the wi version 120 and manufactured in the line l3 on 15-nov-2024, with a total of (B)(4) units. An nc 2081027 for low temperature in heating aereation phase was performed for the sterilization process. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula issue event on (B)(6) 2025. The cannula was flattened against site. The insertion site was thigh. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.